Event description:
Customer reported that the insulin pump shut off and had also alarmed for a failed battery test. The blood glucose reading was 253 mg/dl. She treated with manual injection. She stated that the battery was not previously used and that the insulin pump had not been dropped or bumped. She stated that the battery cap was not loose, cracked or damaged. She reported a crack on the insulin pump case by the battery cap. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery alarms or blank display noted. Off no power alarm and low battery alarm functioned properly. Insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, minor scratches on lcd window and cracked case at display window corner.